Event description:
It was reported while using the probe for compartmental pressure monitoring system during a tibia plateau fracture procedure, they received a probe malfunction error. No injuries or medical intervention was reported. No delay in surgery was reported.

Manufacturer narrative:
A device history record review was conducted. The lot was processed per specification requirements as noted in the certificate of compliance and inspected and accepted to the synthes inspection sheet. There were no mrrs, ncrs, or complaint-related issues with this lot.

Manufacturer narrative:
Device was used for diagnostic. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device used for diagnosis, not treatment. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
This is 1 of 1 for (B)(4).

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue.(B)(4)